Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During the insertion of the glenosphere, both the glenosphere and the metaglene were harmed due to material deficiency and couldn't been connected to each other according to the surgeon. Was surgery delayed due to the reported event? Yes. If yes, number of minutes: 10. Was procedure successfully completed? Yes. Were fragments generated? No. If yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study unknown. Ip-(B)(4). Device property of none. Device in possession of none. Ip-(B)(4). Device property of none. Device in possession of none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9, d10 and h4. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d4 (lot) and h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this complaint was received for examination. Visual examination found heavy damage on the threads of the device. The severity of the damage indicates the devices will no longer fit/assemble, confirming the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the DHR analysis of batch 5407944 indicated shows an initial conformance of these products with regards to their specification. For 5407944 batch, there was no deviation or non-conformance.